Manufacturer narrative:
Technician checked functions - response was heard in expected location. No problem found.

Event description:
Tech - pt in medsurg room cannot hear huc, respond to nurse call. No injury alleged by account.